Event description:
It was reported that the target lesion was from the proximal to the distal left anterior descending artery (lad) with mild tortuosity, heavy calcification and 100% stenosis. The nc trek balloon was delivered for pre-dilatation; however, the balloon ruptured at the 7th inflation at 18 atmospheres (atm). There was no resistance reported during advancement or retraction of the balloon. It was exchanged for a non-abbott balloon. Then a xience prime stent and two non-abbott stents were implanted to complete the procedure. The physician commented that the rupture may have been due to the calcification. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, xt-a, gaia first; guide cath: mach1 8f fl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.